Manufacturer narrative:
(B)(4). The complaint 900mr810 reusable adult breathing circuit was not returned to fisher & paykel healthcare in (B)(4) as it had been destroyed by the customer. The customer had described the damage to the circuit limb as "a small hole in the corrugation". We are unable to determine what may have caused the damage reported by the customer. However, it is possible that the limb may have been pulled at the tube instead of at the cuff when removing or attaching to the patient interface. The customer had further informed us that the subject circuit passed the ventilator leak test and only failed after about a month of use. This suggests that the reported damage has occurred while in use. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. The user instructions that accompany the 900mr801 reusable adult breathing circuits state: inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage. Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient. Disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage. Set appropriate ventilator alarms. Destroyed.

Event description:
A hospital in (B)(6) reported that an 900mr810 reusable adult breathing circuit was split after about one month of use. No patient consequence was reported.